Event description:
It was reported that approximately 2 hours after insertion of the iab, the pump experienced kinked catheter had helium loss alarms. Blood was observed in the helium tubing. As a result of this, the iab was removed. A replacement was not required. There were no reported pt complications.